Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unspecified date, the humapen ergoburgundy (lot 0225934) with a clear cartridge holder attached (lot unknown) the patient observed that the pen was broken. He also stated that the engagement tabs were broken. This humapen ergo, teal/clear pen body is associated with another device. It was unknown who operated the device. The operator was trained by a physician. It was unknown for how long the device model had been used, but the reported device was being used since 2007. The device will be returned. It was unknown if the humapen ergo burgundy/clear pen body was continued. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.